Event description:
Reportedly during cataract surgery on the left eye the injector plunger engaged with the back haptic of the iol and tore the haptic. Incision was enlarged to remove the lens, the device was removed and replaced with another lens of the same model and diopter. Additional information has been requested.

Manufacturer narrative:
The device was not available to return for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided. The lot trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information user related factors may have caused or contributed to this event.

Event description:
Additional information was received indicating the iol was scratched upon insertion into the right eye. Additional information was requested, but not received.